Event description:
It was reported by the provider that the end user claims the leg on his shower chair is bowing. He states the front leg then came off causing him to fall in the tub. No patient injury alleged, no additional information provided.